Event description:
It was reported to tyco/kendall healthcare on 3/20/03 that a customer had a problem with a basin set kit. The customer reports, "when using the asepto syringe the tip broke off into the pt's body cavity and had to be suctioned out."